Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection of the partial lead found a full breached outer insulation degradation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.